Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone#: (B)(6). E1: reporter phone#:(B)(6). A philips field service engineer (fse) confirmed that the speaker malfunction inop appears and there was no sound from speaker. The fse changed the speaker assembly. The monitor performed a boot up with functional sound and the speaker malfunction inop was resolved.

Event description:
Philips received a complaint on the intellivue patient monitor mx400 indicating that reported that a speaker malfunction inop appears. There was no sound from speaker. The device was in clinical use on a patient at the time of the event. There was no adverse event reported.